Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2036, awareness date 16-oct-2015). It which refers to an adult female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2003. The consumer reported having problems immediately after procedure but never put them with the devices until (B)(6) of 2013. After ultrasound and laparoscopic exploratory surgery, it was found that her left coil had migrated and was close to perforating her uterus. She had to have a hysterectomy in (B)(6) of 2013. At (B)(6), she did not have any other physical reason to have to have a full hysterectomy. The time forced to take off of work for recovery was financially straining; she stated it was very frustrating to know now, what she should have been told about 12 years ago. Result and assessment of the product technical complaint investigation received on 03-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure removed (10 years after its placement); because left coil had migrated and was close to perforating her uterus. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this case, limited information was provided. Although the exact mechanism of the reported event is not known; considering its nature; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.